Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the shrink wrap joining the two metal halves was stretched and torn, causing the bag to improperly deploy. Functionally, the ring broke upon retraction on two of the devices. It was reported that the plastic coating on the shaft of the device was torn, or the two ends of the reload of the endo catch ring connected by plastic shrink wrap was damaged, and a component disengaged from the device into the surgical cavity. The reported issues were confirmed. The most likely cause could not be established from the information available. Damaged shrink wrap can occur when the metal ring encounters an obstruction during retraction, which necessitates the use of excessive force causing the shrink wrap tubbing of the metal ring to stretch and ultimately rip. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when pulling out the specimen during a laparoscopic cholecystectomy, the shrink wrap on metal ring broke. When the surgeon removed the bag from the ring, it left a piece of plastic that could have been left inside the patient, but surgeon saw it and pulled it out with a grasper. No patient injury.